Event description:
A (B)(6) male pt contacted zoll customer support to report a service code 102 - charge profile fault. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 102) was confirmed. The cause for the code 102 is an open resistor r45 on the computer/ analog (ca) board. The cause for the open resistor is excessive current. The cause for the excessive was a broken positive lead on high-voltage capacitor c20 on the defibrillator board. The root cause for the broken lead on c20 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change ((B)(4)) to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation began on (B)(4) 2013, based on the availability of parts and materials. Results will be monitored. No adverse event resulted from the broken lead on c20. The pt received a replacement monitor.